Event description:
The handpiece was found with a broken stud prior to the start of a case. The handpiece was swapped with another handpiece and the case was completed with no pt consequence. One device to be returned for analysis.